Manufacturer narrative:
Additional information was received that the inline sheath was used and the minimum access vessel diameter was 6.5mm. The injury occurred on the non-coronary cusp (ncc) side, where the dcs appeared to enter on 2d fluoroscopic view. In an effort to treat the injury, the patient was placed on pump to help with stabilization. The surgical team thought that once the valve was deployed it would help seal area; however, this was not successful. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that an autopsy was not performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product analysis: the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while advancing the delivery catheter system (dcs) with little force across the native annulus, the patient's pressures dropped to mmhg in the 50's. The patients valve area was noted to be 0.8 millimeter (mm). The valve was pulled back into the ascending aorta, but the pressure did not stabilize. The dcs was pulled down into the descending aorta, cardiopulmonary resuscitation (CPR) was initiated and the patient was placed on bypass. After a while, the patient¿s pressures increased. While stabilizing the patient, it was noted that her stomach seemed swollen and ¿puffy¿ which caused concern of bleeding. Contrast images were taken from the femoral arteries to the aortic root, but no bleeding and no abnormalities were noted. A surgeon created a small window in the chest area and a large volume of blood was present; a chest tube was placed to drain the blood. The patient was monitored for a while and again pressures stabilized. The team chose to proceed with valve implant. The valve was reloaded onto a new dcs; during advancement, no resistance was noted nor was excessive force needed to advance and cross the native valve. The valve was deployed without issue. When taking the aortogram, to verify depth, it was noted that there seemed to be more than a normal leak. After looking at transesophageal echocardiogram (tee), and confirming what could be seen in aortogram, some type of annular disruption/rupture was observed. The patient¿s pressures continued to stabilize but would drop again significantly. Despite continued efforts to save the patient, including blood transfusions and medications, the pressures never fully recovered, and the patient died. The surgical team believed the patient¿s chronic prednisone steroid use contributed to the annular rupture caused by the dcs on the initial cross with the valve. It was reported the patient was a redo and was deemed an inoperable patient before procedure; reconstruct of the root was not an option. It was reported that no abnormal pressure was required to advance the dcs. It is unknown if an autopsy was performed.